Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, e1, e2, e3, e4, g3, g6, h1, h2, and h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. X-rays were reviewed and showed that the overall fit, alignment and size appeared appropriate and the bone quality appeared appropriate with some periprosthetic lucencies noted. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: palacos mv+g catalog #: 66031993 lot #:79054379. Report source - foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02469, 0001822565 - 2021 - 02471, 0001822565 - 2021 - 02473, 0001822565 - 2021 - 02474.

Event description:
Initial left total knee arthroplasty performed on an unknown date with unknown product. The patient was subsequently revised due to patellar wear, significant scar tissue, and oversized components. The patient underwent a second revision approximately 6 years later of the femoral components due to pain and stiffness. Attempts have been made and no further information has been provided.